Event description:
The technician alleged that the bed had a high ground reading. No patient impact.

Manufacturer narrative:
The technician found the power cord plug wires are loose. The technician reconnected the power cord plug wires to resolve the issue.